Manufacturer narrative:
The complaint device was received and evaluated. Visually, the device appears in used condition; the laser etching is faded and there are nicks and scratched over the device. There were striations in the inner hole of the shaft, indicating that there were metal shavings. This complaint can be confirmed. A potential root cause is that a bent drill bit might have been used in conjunction with the aimer; the slightest bend in the drill would cause unanticipated friction on the inner shaft. As reported, the metal shavings in the patient cavity were removed and no debris was left in the patient. Furthermore, the lot number provided is the correct lot number but only the part number which precludes conducting a lot history review or a lot specific search in the complaints handling system. No further patient consequences have been reported and therefore at this point in time, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available. Awaiting device return.

Event description:
The sales rep reported that during an acl procedure when the guide pin is put through their femoral aimer 6mm offset during drilling was creating metal shavings in the patient. The sales rep stated that the surgeon removed the metal shavings from the patient and no debris was left in the patient. The sales rep reported that the surgeon was able to complete the procedure with the device with no patient consequences or delays. The sales rep stated that the she believes the metal shavings were created due to the device being an older device. The sales rep could not provide a lot number for the device but stated that the device is over five years old and has seen heavy use in the field. The device will be returning for evaluation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.